Event description:
It was reported that the device was used during a colectomy. The patient had a failed staple line leak 7 days after the procedure. Action taken to stop the leakage was manual suture. The patient had complications related to this event, but surgeon is not sure that was caused by the product. No data is available on batch because the event was many days of surgery. There was no reinforcing materials used and no additional force to fire was experienced. Intra-operative, everything else was normal. The patient currently in uci. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.